Event description:
Event description cpi received information that this large patch lead was accidentially nicked by the physician during a replacement procedure. The lead was repaired with a cpi lead repair kit.